Manufacturer narrative:
According to informations contained on guarantee form, the dentist do not have information about the lot number. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4). The dentist reported that after the dental implant was installed in patient's mouth,its non-osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and the patient presented bone type I.

Manufacturer narrative:
According to information contained on guarantee form, the dentist do not have information about the lot number. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that had to remove the dental implant during its installation surgery because it did not achieve a good primary stability.